Manufacturer narrative:
D9 - date device returned to manufacturer: unknown. The investigation for the reported system self-check error issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs show on boot up, post fails and powers console into a system self check failure. Device analysis: console was retrieved by engineering. Console was powered on multiple times where the system self check error was exhibited. A visual inspection of the console interior was performed, with specific attention to the pbm, no visible damage was observed. A known good pbm was replaced into (B)(6) and the console was booted multiple times without issue. Per the results of the clinical review and investigation, the root cause was determined to be due to powermod_2 communication errors. The exact root cause of the powermod_2 errors is undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) experienced a system self-check failure after the battery was placed. The device logs observed that the 'pbm' needed to be replaced. The 'pbm' was replaced, and the aic functioned as intended. There was no report of patient harm or injury.